Manufacturer narrative:
Investigation included a review of user-reported data and guidance on device operation. Investigation of this case revealed a reported sensor failure and pairing concern without identified hardware damage or malfunction of the ilet controller. It was concluded that hyperglycemia occurred during the period of sensor availability issues, with the system functioning after user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor associated with an ilet system failed, followed by concerns about a replacement sensor that did not initially display a home-screen warmup indicator, while the cgm menu showed a remaining warmup period; user education and troubleshooting were performed, including confirmation of warmup status and manual entry of a fingerstick blood glucose of 400 mg/dl, with prolonged hyperglycemia reported. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing.